Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported at 2:58 am, she activated a new pod and her blood glucose and insulin history is as follows: time: 3:00 am; bg mg/dl: 204, bolus: na, 5:45am; bg mg/dl: 287, bolus: 5.60, 8:46am; bg mg/dl: 273, bolus: manual injection (exact dosage was not provided). The pod was deactivated and she noted the cannula was no longer in her skin. There was also insulin leaking at the site.